Manufacturer narrative:
(B)(4). It was reported that mesh was implanted along with concurrent laparoscopic assisted vaginal hysterectomy and bilateral salpingo-oophorectomy due to stress urinary incontinence and cystocele. It was also reported the patient underwent previous anterior bladder suspension in 1982 in (B)(6). No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh and ams monarc were implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 06/22/2016.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.